Event description:
The patient had an iliac occlusion and a subsequent ptca with stent placement. Post-procedure, a 6f angio-seal was used to close the common femoral arteriotomy, with good hemostasis. The patient developed claudication of the right leg approximately one week post-procedure. Approximately six weeks later, the patient had a surgical consult and underwent surgery one week later. According to the operative note, a right common femoral artery thormbectomy with a patch angioplasty closure (shiley bovine vascular graft) was done under general anesthesia. An incision into the right common femoral artery extended down to the superficial femoral artery, where there was an "intra-arterial foreign body consistent with collagen. It appeared the anchor of the arterial closure device tracked into a subintimal plane laterally and posteriorly." Heparin 7000 units was given once dissection was completed. The surgeon also stated because the anchor was posterior in the artery, collagen was pulled into the arterial lumen, resulting in occlusion. The surgeon removed the anchor and collagen from the arterial lumen, a fogarty catheter was run proximal and distal and good blood flow was re-established. Because the common femoral artery and the superficial femoral artery were small, a bovine patch was used to close the artery. Protamine 30 mg was then given. Good doppler pedal pulses and a faint posterior tibial pulse were established at the end of the case. The postoperative diagnosis was thrombosis of the right common femoral artery secondary to intra-arterial foreign body. The st. Jude medical representative was present during the surgical procedure. The vascular surgeon commented after the case that he believes the angio-seal anchor caught a lateral intimal plane, permitting the collagen to be pulled partially into the lumen of the common femoral artery, causing an occlusion. Approximately 8 milligrams of collagen was extracted from within the artery. The anchor was intact, not re-absorbed and soft. The rest of the collagen was dissected, not fully re-absorbed either.